Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the orvil was unable to get past the upper esophageal sphincter, so surgeon scoped to view possible stricture but no visible evidence. Passed multiple sized buggis to help dilate space. The surgeon tried again to pass orvil without success. He had facilitated passage of 25mm orvil with mc gill forceps and in the process perforated the esophagus. Continued the procedure and tested the gastrojejunostomy and had positive leak test. Placed suture to over sew the leak are and re-tested with no leaks. Delay in operating room time of 2 hours. Pt status: still in hospital; swallow study to be performed. Post-op: pt doing fine.

Manufacturer narrative:
(B)(4)